Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that upon handling the screw plunger of a ks-1 aq2017v 19.5 diopter preloaded injector, the rod passed beside the iol and the lens became stuck. There was no patient injury and the surgery was cancelled.